Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that this programmer screen would freeze at times. No adverse patient effects were reported. The programmer remains in use.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on, and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile. The programmer was disassembled, and broken traces were noted on a flexible cable within the touchscreen assembly, which resulted in the clinical observation of an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device, which is accounted for in risk documentation and labeling. Bsc has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior did not find any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Bsc's investigation determined that the cause of the touchscreen becoming unresponsive during use was most often due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Although it was determined that the water detection feature was the most common cause of an unresponsive touchscreen, bsc's investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis. In this case, the root cause of the unresponsive touchscreen was determined to be the broken traces on a flexible cable within the touchscreen assembly.

Event description:
It was reported that this programmer screen would freeze at times. No adverse patient effects were reported. The programmer was subsequently returned for analysis.